Event description:
The user facility reported that a processing cycle was initiated and was canceled due to a uv intensity timeout. An employee removed the s40 container and disposed of it manually. Facility biomedical arrived, initiated a diagnostic cycle which completed and then ran a processing cycle with a new s40 container and it canceled due to a uv intensity timeout. Biomedical removed the s40 container from the system 1e and manually disposed of it in a nearby sink. When biomedical personnel were disposing of the s40 container, a 2nd employee walked through the area and reported having a sensitivity to peracetic acid vapors, shortly after entering the hallway where the system 1e is located. The employee obtained her inhaler and then went to employee health where she saw a nurse; no further treatment was administered. The employee missed no time from work and is fine with no sustaining injuries.

Manufacturer narrative:
A steris service inspected the cycle printouts and confirmed the processing cycles aborted due to uv intensity timeouts. The technician inspected the uv sensor and found film was present on it. He also noted that the carbon filter had a very small hole in it. He replaced the uv sensor and carbon filter, ran a diagnostic and processing cycle and returned the unit to service. The user facility stated that the employee suffers from asthma. The operator manual states (pp1-2). "Persons who are asthmatics may be more sensitive to the effects of inhaled peracetic acid vapors." When biomedical personnel disposed of the 2nd s40 container they did not dispose of it properly. Biomedical ran the container under water to dispose of the contents. The operator manual states, (pp. 3-4), "in a deep sink, place a bucket with at least 2 gallons on tap water. Submerge the sterilant container into the bucket containing the dissolved powders. Thoroughly rinse the container and inner cup and then dispose of them in the trash." The user facility has accepted in-service training on the proper procedure to manually dispose of s40 containers.